Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned for analysis the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:an impella 5.5 was inserted via axillary artery and an impella rp flex was inserted via unknown venous site in a 78 year old female patient presenting in biventricular failure for pcos. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e. When priming the initial rp flex there were concerns that the placement signal was out of range so they elected to prime and insert a new rp flex. There were no other noted concerns with insertion of either pump. While on support the patient went into afib with rvr, they became extremely hypotensive and were maxed out on multiple drips. Lactate > 24.5 with liver enzymes over the high limit and could not be read. The chest was re-explored with no direct concern with impellas noted by hcps. Post echo it was noted that there was a possible lv thrombus with no action taken. There were notes that after rolling patient again the placement signal on the rp flex was reading 144/138 with flows reading zero and a high purge alarm active. Checked for kinks and replaced purge cassette with no resolution. Purge flow 1.1, purge pressure 1081. Motor current remains the same. The csc was called and confirmed that pump is still flowing with motor current being accurate. The purge pressure was trouble shot and medical affairs md number was shared with the physician to troubleshoot further with possible tpa purge protocol. Which is off label use in the purge solution. It is unknown if tpa was initiated in the purge. There was another noted event when rolling patient where the placement signal started reading 140s/120s. It was previously matching pa catheter readings. Cxr was done to check position and position was confirmed. Flows noted to be down to 2.5 from previously 4. There was no note spike in motor current noted by md and rn. Purge flow decreased slightly. The md felt like it was a volume shift so the rp flex was turned down briefly to try to correct this without success in return of flows so the patient was given volume. After approximately four days on support the decision was made to withdraw care and the patient passed away. It is unlikely due to the noted events and most likely contributed to the patients critical clinical presentation of stage e shock.